Event description:
The trailing haptic of an aq2010v model lens got stuck in the cartridge and tore while it was being implanted. The incision was enlarged to remove the lens. The facility stated it was unk as to why the haptic tore. The lot number and model of the injector and cartridge are unk.